Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that following a pocket revision (refer to MFR. Report # 3006630150-2011-01973) the patient developed an infection the patient was given oral antibiotic. The physician assessed the patient and reported that the infection has cleared.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional information received stated that the patient's precision system was explanted as the infection had reappeared. Additional suspect medical device components involved in the event: model# sc-3138-55 serial# (B)(4) description: lead extension, 55cm model# sc-2218-50 serial# (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet the explanted leads and lead extensions were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a pocket revision (refer to MFR. Report # 3006630150-2011-01973) the patient developed an infection the patient was given oral antibiotic. The physician assessed the patient and reported that the infection has cleared.

Event description:
A report was received that following a pocket revision (refer to MFR. Report # 3006630150-2011-01973) the patient developed an infection the patient was given oral antibiotic. The physician assessed the patient and reported that the infection has cleared.